Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical devices: 5054-58 lead implanted: (B)(6) 2006; addrl1 ipg implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead was removed due to the patient experiencing pain at the implant site. A new lead was implanted successfully. No patient complications have been reported as a result of this event. On (B)(6) 2017 it was further reported that the right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.